Event description:
According to the reporter: during surgery for endometriosis the coagulation was insufficient. The device started to heat up and the alarm went off. No further patient issue or device issue was reported.